Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of prosthesis wear which may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear and osteolysis. However, this cannot be confirmed because the component was not returned for evaluation. Section (d11) concomitant devices: 12/14 zirconia head 32mm +0mm neck (cn:148-32-00, sn: (B)(6)).

Manufacturer narrative:
Concomitant devices: 12/14 zirconia head 32mm +0mm neck (cn:148-32-00, sn: 1177606). Pending engineering evaluation.

Event description:
Index surgery date (B)(6) 2008. Revision due to poly wear. The gxl poly was worn out and osteolysis was visible. The patient was stable was they left the operating room. There was no delay to the surgery. The rep was present at the time of the surgery. The devices will not be returning the device in accordance with hospital policy.